Event description:
The patient ((B)(6)) was implanted with an ipg on (B)(6) 2010. It was reported the patient was unable to establish communication with the ipg via the charging system. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's ipg. No further issues have been reported following the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.